Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was down, and the system was on critical override. A technical support specialist (tss) dialed in and confirmed everything was up and running, the messages were crossing over. After that the tss informed that it might be internal network issue and also guided the customer about monthly reboot. The system functioned as intended and confirmed that no issues with the device.

Event description:
It was reported that when using the bd pyxis¿ es server was down and on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.